Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that when impacting the tibial baseplate, one of the plastic lugs that fits in the screw holes has come out. A search was made and the joint was washed out using a pulsatile lavage. Surgeon expressed concern about it being in the joint space and that this has not occurred before and he is a long time user of scorpio.